Event description:
This is filed to report the clip detaching from one leaflet and worsening mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. A mitraclip was implanted with no issue reducing the mr to grade <1. During the patient's 30 day follow up, it was noted on echo that the implanted clip had a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and the mr grade increased to 3-4+. Patient is scheduled to return on (B)(6) 2022 for a redo procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for hospitalization. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip was implanted with no issue reducing the mr to grade <1. During the patient's 30 day follow up, it was noted on echo that the implanted clip had a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and the mr grade increased to 3-4+. Patient is scheduled to return on (B)(6) 2022 for a redo procedure. Subsequent to the previously filed report, additional information was received: on (B)(6) 2022, an additional mitraclip procedure was performed to treat a single leaflet device attachment (slda). Two xt mitraclips were implanted with no reported issue, reducing mr from severe to moderate. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: 4607 added.